Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the pump found it to be in good physical condition. A cassette was attached to the pump for functional testing, and upon attaching, the pump displayed " wrong cassette" message. The customer's complaint was verified; the root cause was determined to be the broken downstream sensor wire.

Event description:
Information was received that a smiths medical cadd prizm vip had an incorrect cassette alarm. No patient injury resulted.